Event description:
It was reported to boston scientific corporation on september 09, 2007 that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in 2007 (patient gender, age and weight unknown). According to the complainant, during the procedure the physician could not get the tome to bow. The cut wire may be broken in the sheath. The tome was removed from the scope and another hydratome rx sphincterotome was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "fine."

Manufacturer narrative:
A visual evaluation of the returned device found that the cutting wire had split through the extrusion in the proximal direction from the distal pierce hole. The cutting wire was not broken in any manner. The cutting wire length was found to be outside the manufacturing specification. The extrusion had split open proximally 8 millimeters from the distal pierce hole. The split was discolored, melted in appearance, and jagged. A functional evaluation revealed that the distal tip of the device would partially move when the handle was actuated, but would not bow at all. The most probable root cause is that the extrusion was melted by the cutting wire during handling use when the device was bowed causing the extrusion to split.